Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "fragments generated"? Please clarify if this was an anastomotic leak or bleed? Were the staples the appropriate b-shape form? What trouble shooting steps were taken? Did the device cut? If so, how far? Did the device staple? If so, how far? How was the device removed? Why does the surgeon believe that the echelon staple cause or contributed to the patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the echelon did not open nor give to the reverse button. So it cost them a lot to remove it, in the end they got it, but it took about 30 minutes more in the surgery, in addition the patient has leaks, they had to give him points and the use of tachosil. Fragments were generated. There was patient consequences of leakage in the area.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025 additional information was requested and the following was obtained: please clarify what is meant by "fragments generated"? No please clarify if this was an anastomotic leak or bleed? No were the staples the appropriate b-shape form? Yes what trouble shooting steps were taken? The were taking all the steps, but the problem was that the jaws were unable to open. Did the device cut? Yes if so, how far? Its complete the fire did the device staple? Yes if so, how far? Complete the fire how was the device removed? They need to take another echelon and make another proximal fire, to take out the other. Why does the surgeon believe that the echelon staple cause or contributed to the patient consequences? The patient is fine, because the surgeon act properly did the device fully fire and stop during the automatic knife return? No was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? How was the leak controlled? In the moment the weren¿t leaks is the current patient status known? The patient is ok was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2025. Additional information was requested and the following was obtained: did the device fully fire and stop during the automatic knife return? Fully fire. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? N/a. How was the leak controlled? N/a. Is the current patient status known? Yes, its ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? N/a. Please provide hospital information. (B)(6).